Manufacturer narrative:
The vessel sealer extend instrument involved with this event has been received, but the failure analysis testing has not yet been completed as of the date of this report.

Event description:
It was reported that during a da vinci-assisted benign hysterectomy surgical procedure, the tip of the vessel sealer extend (vse) instrument was locked and would not open. The user completed the procedure, and no known impact or patient consequence was reported.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the vessel sealer extend instrument to perform failure analysis (fa). Fa was not able to confirm nor reproduce the reported complaint. The instrument was placed and driven on an in-house system and passed the recognition and engagement tests. The instrument moved intuitively with full range of motion in all directions. The grips opened and closed properly. There was no physical damage observed during testing that would have caused the failure. The instrument passed continuity test upon testing. Issues related to instrument errors or complications using the instrument reported by the user with no underlying product issue may be related to customer-induced problems, including misuse of the product, or other factors not directly related to the device. Additional findings not related to customer reported complaint: the instrument was found to have two dislodged and missing ceramic dots at the distal jaws. The dots are not placed in their original places as they are missing. The instrument passed continuity test. The root cause is attributed to accidental impact loads from another instrument. The probable root cause of the customer-reported complaint (tip locked and would not open) could not be determined based on the information provided and failure analysis results. The probable root cause of dislodged ceramic dots is attributed to accidental impact loads from another instrument through external collisions or during use.

Event description:
Refer to h11 for follow-up information.